Manufacturer narrative:
This report is submitted on july 26, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced persistent pain with device use, resulting in the decision to explant the device (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.